Manufacturer narrative:
The device was returned and the evaluation states the compressor will not turn over.

Event description:
The provider states the unit is very loud and slow dispensing medications. Not running hot and wasn't dropped